Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm keypad anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and keypad was unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and reported that insulin pump had black screen and keep on vibrating. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.